Event description:
Consumer states his chair stopped working this morning. He tried to self trouble shoot it. He then states, that he believes there is a short in the wire that connects from the joystick to the chair. No report of injury.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model m61 serial number/date code (B)(4) is approximately 4 months old. The owner's manual part number 1125085, rev.j (oct-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer was contacted for additional information however medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.